Event description:
It was reported that during a da vinci si prostatectomy procedure, smoke was observed coming from the wrist of the permanent cautery hook instrument and that the instrument was not functioning properly. During replacement of the instrument, an electrical burning odor was also noted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, isi contacted (B)(6). (B)(6) indicated that the permanent cautery hook (pch) instrument was inspected prior to use and there was no damage to the instrument noted. (B)(6) indicated that a valley lab electrical surgical unit was used; however, (B)(6) indicated that she does not recall the mode and settings used during the surgical procedure. (B)(6) indicated that the instrument did not make contact with any other instrument during the surgical procedure and there was no excessive biodebris on the instrument. (B)(6) indicated that arcing from the pch instrument was not observed and that it is unknown if a video recording of the planned surgical procedure is available. (B)(6) indicated that no patient harm, adverse outcome or injury occurred and that she does not know if the patient has returned to the hospital due to experiencing any post surgical complications as a result of the reported event.